Event description:
During a remote follow up, noise resulting in oversensing was observed on the device. The suspected cause of the event was due to electro-magnetic interference (emi). No intervention has been performed at this time. The patient was stable and there were no consequences.